Manufacturer narrative:
Multiple requests were sent for product return; however, the device was not received. The report of driveline fault alarms and a pump stoppage when the patient disconnected the driveline to exchange system controllers was confirmed based on the information contained in the submitted system controller log file. The system controller's ability to support the pump at the set speed was not affected by the observed driveline fault alarms. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The patient remains on vad support. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device ¿ 6.5 months (calculated from the date when the system controller was issued to the patient.) The device is expected to return but has not been received. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient observed a yellow advisory alarm on the system controller, panicked and decided to change out the device. Upon interrogation of the device, the system controller history revealed that there was a pump stoppage for an unspecified duration. The patient was asymptomatic during the event. The log file submitted to the manufacturer revealed that a driveline fault alarm had occurred. There were no adverse events or alarms prior to the driveline fault alarm, and the pump stoppage that was seen upon device interrogation was the driveline being disconnected when the patient was exchanging system controllers.